Manufacturer narrative:
The reported event of noise was not confirmed. As received, only the connector segment of the lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray inspections of the lead did not find any anomalies except for procedural damage.

Event description:
Related manufacturer number: 2017865-2023-42438. It was reported that oversensing of noise was observed on the right ventricular (rv) lead and the right atrial (ra ) lead. The rv lead and ra lead were explanted and replaced to resolve the event. The patient was stable and there were no adverse consequences.